Manufacturer narrative:
(B)(4). Method: device history reviewed. Results: device history review found the product met specifications when released for distribution. Conclusions: cause of event determined to be related to patient condition. Upon receipt at medtronic's quality laboratory, thick glistening off-white pannus remained attached on approximately half, the inflow and outflow aspects of the ring. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of fractures in the ring. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. These findings are generally considered a patient related condition.

Event description:
Medtronic received information that his annuloplasty device, implanted 3.5 years, was explanted due to regurgitation. No adverse patient effects reported.